Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/03/2009 that a customer had a problem with a gomco. The customer reports the gomco did not tighten well enough, resulting in excessive pt bleeding. Customer reports pt was treated with silver nitrate.